Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. For the white foreign material in air/water channel and cylinder malfunction a definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the malfunction could not be identified. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). For the foreign material in the plastic distal end cover malfunction a definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the malfunction could not be identified. A damage (burn) was found at the area where the foreign material was detected but besides the burn, physical damage was not found, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection; IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside air/water tube and air/water cylinder. There was also foreign material between the channel tube and plastic distal end cover. There were no reports of patient involvement.